Event description:
It was reported fluid loss and pain during catheter management. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC inserted into basilic vein and secured with statlock. Used for oncology treatment. No known occlusions. Leak identified by visible hole/fracture at 7cm outside the patient (at exit site or on external part of PICC) and patient symptoms (pain, swelling). No xrays are available. Catheter site cleaned with chloraprep (chp 3ml).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported fluid loss and pain during catheter management. No other information was provided.